Event description:
It was reported, that the pt complained about pain in the area of the implant stimulator. Investigations showed that the pt has allergic reactions on implant silicone. The device was explanted in 2004, the pt will not be reimplanted due to silicone allergy.